Event description:
The surgeon implanted an aa4204vl silicone plate lens but it was removed due to zonules noted to be loose. The incision was not enlarged and there was no pt injury or product malfunction. The contact stated it was due to a pt condition. An msi-pr injector and an mtc60c fp cartridge were used but the contact was unable to recall the lot numbers.